Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications may include, but are not limited to endoleak, migration, and reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent a semi-emergency endovascular treatment of a descending aorta (thoracoabdominal) aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctag-ac device). After coil embolisation of the celiac artery, a ctag-ac device was implanted distally. Reportedly, due to the flexure of the landing zone, the greater curvature side of the ctag-ac device was shortened but was implanted in an acceptable position. On (B)(6) 2023, CT showed a distal type I endoleak. Emergency coil embolisation into the aneurysm sac was performed and the endoleak disappeared. On an unknown date in 2024, follow-up after the reintervention confirmed a distal type I endoleak. On (B)(6) 2024, a reintervention was performed. An additional stent graft (36 mm aortic extender endoprosthesis of gore® excluder® conformable aaa endoprosthesis) was implanted distally to repair the endoleak, and the apparent endoleak disappeared. At the second reintervention, it was observed that the distal end of the ctag-ac device appeared to have migrated proximally compare to the initial procedure. The physician reportedly stated as follows: since the patient's vessel of the distal landing zone was tortuous, it was expected that additional ctag-ac implantation could not be successful, so the conformable excluder device was chosen for repair at the second reintervention.